Manufacturer narrative:
At first, the surgeon thought that the loosening was caused by an infection. At revision, the surgeon explanted cup, liner and head. Then, he implanted a different cup and head. This was only a temporary solution until the reason for the loosening would have been available. Additional information received from the initial reporter on (B)(6) 2016 and includes: the final implants will be put on on (B)(6) 2016. Additional information received from the initial reporter on 02 january 2017 and includes: the temporary cup and head were explanted on (B)(6) 2016. The stem was not removed because there was no pathogen confirmed. The surgery was completed successfully. A cup with a biger diameter was implanted. So, the reason for revision was not septic loosenig but aseptic loosening. On 09 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: cup loosening after one year in cementless tha on a (B)(6) year old patient. The suspected reason for mobilization is infection, images supplied are compatible with the hypothesis. However, at later stage infection was not confirmed, and therefore this event should be categorized as aseptic loosening. No history is available to let us understand if a cause could be sought in defect of initial mechanical stability (early loosening) or in secondary loosening for unknown reasons. Batch review performed on 09 january 2017. Lot 154180: (B)(4) items manufactured and released on 06 november 2015. Expiration date: 2020-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
Revision surgery planned due to cup loosening.